Event description:
It was reported that the locks on the 9900 system were loose and needed adjustment. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The dicom protocol was set up during the service call. The system was tested and found to be working as intended, and put back into service.